Event description:
2 mammostar devices star1401 failed to deploy the marker during a breast marking procedures. 2 unnecessary insertions were needed due to this failure. There was no tissue damage that needed to be repaired. Reference report: mw5153131.